Manufacturer narrative:
Occupation ni equals lay user / patient. Device requested for return but was not available.

Event description:
The customer complained of questionable inr results from their coaguchek xs meter serial number (B)(4). At 7:05 am, the result from the meter was 3.7 inr. As this result was above their therapeutic range, the customer repeated testing. At 7:10 am, the result from the meter was 3.7 inr. It was noted that the customer had to excessively squeeze their finger. At 7:47 am the result from the meter was 2.1 inr. The customer used the same finger for both tests. The customer's therapeutic range is 2.0-3.0 inr. The customer did not adjust their warfarin dosage based on the high meter result. There was no allegation of an adverse event. The customer does not have hematocrit concerns, is not on heparin therapy, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, had no recent warfarin dosage adjustments, no recent changes in medication, no recent diet changes, no new illnesses, and no symptoms of bruising or bleeding. The customer's test strips and meter have been requested for return. The customer stated that there are no test strips remaining to return. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The investigation is currently ongoing.

Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc results 1.7- 2.5 inr): qc 1: 2.4 inr , qc 2: 2.4 inr , qc 3: 2.4 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Upon analysis of the meter memory, it was observed the date and time were set incorrectly, however, the last two results in the memory are those alleged by the customer.